Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated, one vela infrarenal, and one vela suprarenal device in 2017. On (B)(6) 2018, we were made aware that the patient had and unidentified endoleak at the conclusion of the initial procedure which was treated with a 3 vessel snorkel and now was re-presented with an endoleak. The leak appears to be a el3a between the 2 extensions, however the patient will be scheduled for an angio to decide if the patient will have an intervention. There has been no additional patient sequelae reported at this time.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported event that on (B)(6)2017, the unidentified endoleak noted at the conclusion of the initial procedure was treated with a three vessel snorkel procedure (sma and bilateral renal). The reported secondary endovascular procedure performed on 04/20/2018, was confirmed via salesforce. Clinical evaluation was unable to confirm the reported type iiia endoleak between infrarenal and suprarenal cuffs, and sac growth. Additionally, clinical evaluation found that the endovascular procedure completed on 08/18/2017, treated a previous open repair graft of a type ia endoleak due to a gutter leak. The most likely cause of the loss of seal was related to a persistent endoleak due to the concomitant use of non endologix products (intentional user error). Procedure related harms included a post operative evacuation of a left chest hematoma, related to the left axillary cutdown. The final patient disposition could not be ascertained, however it was reported that the patient was doing well post operatively. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Reporter name and address - correction.

Event description:
Subsequent to the initial MDR, additional information was received that the patient underwent the secondary procedure on 04/20/2018. The patient was treated with two (2) vela infrarenal cuffs to resolve the endoleak. Patient is reported as stable.